Event description:
Olympus sales representative reported that two devices of the customer automatic endoscopy preprocessor (aer) were broken. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
There are two failed devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6) and (B)(6). This medwatch is for the patient identifier (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. How the device was broken is not known.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d8, h6 and h10. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation. Based on the results of the investigation, it¿s likely the connecting tube was broken due to external stress applied to the tube. The cause of the stress was considered as hitting a hard object to the item and/or applied force toward the wrong direction by the user. However, a final root cause was unable to be identified. The event can be detected by following the instructions for use which state: ¿9 preparation and inspection 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.